Event description:
On (B)(6) 2009, pt noticed moisture inside the infusion device. He stated he removed the insulin cartridge and poured insulin out of the infusion device. Pt reported he removed the infusion adapter from the insulin cartridge and noticed the leak was coming from "the neck of the cartridge". Pt stated he did not notice any crack in the insulin cartridge. Pt reported he had a backup infusion device and a newly filled insulin cartridge ready to use. Pt declined assistance with set up. Product was replaced and requested return of the suspect product for eval.